Event description:
A surgical center reported that 3 days after implantation of an intraocular lens (iol) into the left eye, the patient experienced dysphotopsia. Approximately five months after implantation, the iol was exchanged with a different model iol.

Manufacturer narrative:
The device was returned and evaluated. Examination found the lens in 2 pieces across the optic. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.